Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized with a viral infection, cold, and high blood glucose levels (bgs). Patient said her bg went up to 420mg/dl and then just started reading high (>500mg/dl). The patient was wearing the pod between 36 and 48 hours (arm). Treatment included IV fluids and an insulin drip. She went to the hospital and they sent her home; she put a new pod on and her bg went back up so she went back. The patient was prescribed antibiotics, but she did not know the name. The patient was prescribed one rx and not two different ones. Second visit she was instructed to continue the original antibiotic.